Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during patient training, the insulin cartridge could not be fitted into the ilet due to an inability to connect the luer interface, and attempts to fully retract the pump piston indicated nothing was present in the chamber, so a replacement pump was arranged. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by a third party. Investigation of the returned device revealed a mechanical problem associated with a fitting problem at the connector/coupler component level.